Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery. The device had a broken tubing between pump and right cylinder creating fluid loss. The new device was tested after implantation and worked great. The patient had an excellent outcome.